Event description:
It was reported that pump displayed continuous glucose monitor error 42 on sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and successfully restarted sensor session without further error.